Manufacturer narrative:
The reported event of suture sleeve cut in two and suture impinging were confirmed. Visual inspection found the suture sleeve was returned in two pieces and a suture sleeve impression that compressed the coil consistent with suture tie down too tight. The lead and analysis were otherwise normal. No anomalies were found.

Event description:
New information noted it was suspected that the dislodgement was due to ratchet and reel or twiddlers syndrome.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's left ventricular lead exhibited loss of capture due to lead dislodgement. The lead was explanted and replaced. The patient's condition was stable after the procedure.